Event description:
Complainant alleged that during biomed testing the device's pacer current was out of specification. When set to 140 milliamps, the pacer output was less than 130 milliamps. Complainant indicated that there was no pt involvement in the reported malfunction.